Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 5% after being connected to a power source. In addition, the customer was having difficulty charging the pump despite the attempt of multiple power adapters. Customer reported blood glucose level was not impacted due to the battery issues. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer received an occlusion alarm. Customer reported blood glucose (bg) level was 349 (mg/dl) with trace ketones. The customer changed all supplies and delivered a correction bolus to address bg level. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.